Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the event involved a male patient while in the cardiovascular and thoracic surgery operating (B)(6). Indications for use were low pressure while coming off from cardiopulmonary bypass (cpb). During insertion of the sheathless intra-aortic balloon (iab) via the left femoral artery, the md observed the balloon to have a blood leak. As a result, the iab was removed. Another sheathless iab was inserted via the same insertion site successfully and the md was able to continue with counter pulsation. No medical/surgical intervention was needed. There was no delay or interruption in therapy noted. The patient outcome is the patient was shifted to the intensive care unit and then to the ward. The patient is still admitted and is awaiting discharge.